Manufacturer narrative:
H6: a device deficiency was no identified and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process found that the carton label must contain the earliest expiration date of all devices within the kit. An analysis of the customer provided images found one image of the carton label with part number 71935360 and lot 50657800 showing expiration 2022-01-03. The other images one shows the labelling of the contents of the kit and the last one shows part number 72201361 with lot 50651381 shows expiration 2020-03-08. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, the meniscal repair pack said it expired in 2022 however, all contents were already expired, one of them expired in 2020. The procedure was finished without delay using a smith and nephew back up device. No patient complications were reported.